Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician attempted to use 2 visipro stents during a procedure to treat high-grade bilic stenosis with stenosis of the aic and aie -subtotal aic exit stenosis bds ((B)(6) 2023). Iliac was treated on both sides. High grade calcification was reported. Lesion stenosis was 90% bds. Degree of curvature was anatomical standard. No anomalies related to anatomy reported. No embolic protection used. No damage to the packaging noted. No problems noted when removing the device from the packaging. The device was prepared according to the instructions for use. The lesion was pre-stretched. The device did not pass a previously deployed stent. No resistance beyond the usual was reported. No excessive force used. It is reported that information that the 2 visipro stents prematurely deployed. In the sheath, the stent came loose and could not be transported to the actual site of application. The delivery system was in the patient, in vivo, when the stent came loose. The surgery was completed by, right inguinal exposure with bds, retrograde dsa and pta in kissing stent technique of the iliac artery (10 x 60mm non-medtronic) stent pta of the external iliac artery (10 x 57mm visipro -7 mm in case of stent loss), tea and 1 x 5cm non-medtronic balloon plastic aie ad afs, insertion of a redon drain on the right and angioseal 6f on the left. The patient has since expired on an unknown date. Cause of death is unknown.

Manufacturer narrative:
Product analysis: the device was returned with no stent on the balloon. The imprint of the stent is present on the balloon and the balloon is in a pre-inflated state. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.